Event description:
The instrument was used during a coronary artery bypass. It was reported the surgeon severed three branches of the ima with the applier or the clip. He is not sure of exactly what caused the branches to be severed. Another single clip system was used to complete the case. There was no consequence to the pt. No significant blood loss reported.